Event description:
A surgeon who was wearing the mask thought it was distorting her view and/or fogging it. She asked the circulator to remove the face shield. The nurse was in the process of getting a different face mask when the surgeon was splashed in the face (both eyes) with blood. The surgeon did go through the protocol for a blood splash.

Manufacturer narrative:
The actual mask involved was not returned for evaluation, however a representative box containing 25 samples was received. We conducted random testing for the complaint description on 10 masks. None of the samples were confirmed to have the complaint description issue when tested. The device history was reviewed. Based on the lot number provided, no issues of any kind were detected during the manufacture of this code. The customer did report that they altered the product. At this time, we cannot determine a root cause for the reported issue. We will continue to monitor our customer base for complaints of this nature.